Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during the tha surgery when the surgeon was rasping with a broach and the reported device, the lever of rasp handle broke.